Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon of two separate catheters burst and fell out of the patient. It was stated that the second attempt to insert the catheter led to try a coude tip foley catheter. No patient injury was reported.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way coude silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and no leaks were observed. The catheter was passively deflated with no issues noted. The device met specifications. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device was returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review and risk review is not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the balloon of two separate catheters burst and fell out of the patient. It was stated that the second attempt to insert the catheter led to try a coude tip foley catheter. No patient injury was reported.